Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. D10: concomitant med products and therapy dates: sagittal saw attachment device, unknown date. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery handpiece device coupling head was stuck to the sagittal saw attachment device and could not be disconnected. It was further determined that the device failed pretest for visual inspection, general condition, leakage test using bubble emission technique, check the attachment coupling and check general function of device. It was noted in the service order that the device coupling head became loose and separate from the handpiece device over an extended period of time and the customer kept using the device until the head separated from the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.